Manufacturer narrative:
B3: unknown. No information has been provide to date. Device evaluation: one device was received for evaluation. Visual inspection found a scratched lcd lens, broken battery compartment, bubbled dso seal, dirty housing, and damage to the chassis. Functional testing was unable to verify or duplicate the reported problem. Three accuracy tests were performed, the device passed all three tests. No fault found. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a low infusion results below OEM specification. Per reporter the pump was not mishandled or dropped. There was unknown patient involvement.